Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported "autotfill failure alarms" issue. The fse successfully completed simulated treatments upon first testing iabp; however, the fse was able to identify various autofill failures in the iabp error logs. The fse troubleshot the helium high and low pressure transducers without identifying leaks. The fse then performed all calibration, functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the customer experienced various autofill failures with the cardiosave intra-aortic balloon pump (iabp). The customer swapped out the iabp and continued therapy with another iabp console. No patient harm, serious injury or adverse event was reported.